Event description:
Chipped teeth (tooth fracture). Damaged teeth (tooth disorder). Case description: a consumer reported that they, a female age unspecified, used oral-b professional care rechargeable toothbrush for 2 minutes, 3/day beginning (B)(6) 2013 through (B)(6) 2013 and reported that the oral-b brushhead, version unk used on her toothbrush damaged her teeth. The consumer mentioned that some of her teeth had been repaired/filled previously and the brushhead hit the fillings and chipped some of the teeth around the fillings. She felt the damage with her tongue and went to the dentist and had her teeth repaired. Medical history: dental fillings. The case outcome was recovered. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided to date by the reporter, therefore, unable to proceed with batch retain testing or product investigation. .